Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the occurrence of low flow hazard alarms. The account stated that the low flow events occurred while the patient was hypovolemic and that the alarms resolved with fluid management and medications; however, a direct correlation between (B)(6) and these events could not conclusively be determined through this evaluation. The account stated that the source of the reported infection was the patient¿s central venous catheter; the infection was not considered to be device-related. The system controller event log file, which contains data from (B)(6) 2020, captures transient low flow alarms. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is too low for 10 seconds or more, and notes that changes in patient conditions can result in low flow. This document also lists different types of infection as a potential adverse event associated with use of the heartmate 3 lvas, and lists hypovolemia as a potential late postimplant complication. This IFU, as well as the heartmate 3 lvas patient handbook, describes all system alarms and the recommended actions associated with them, and contain instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information states that the patient was confirmed to have a fungal infection after the central venous catheter (cvc) was cultured on (B)(6) 2020. The patient was treated with cefepime and amphotericin b. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in clinic due to low flow alarms. The patient exhibited signs of hypovolemia. The site expressed the possibility of an infection. The source was believed to be a catheter or the cannula. The patient was transferred to have the lines removed and/or replaced. No further information was reported.